Event description:
The customer reported being at the emergency room due to unexplained high blood glucose of 450mg/dl, and he was treated manually. The caller stated that the infusion set was changed while staying at the hospital, and they gave him a bolus, but one hour later his glucose level went up to 560mg/dl. The customer experienced vomit, dehydration, and was irritable. The caller mentioned having trouble controlling his blood glucose for the past few days. The customer had blood testing and the results indicated that he does not have an infection and he is not sick. The customer declined to continue troubleshooting and stated that the doctor believes the insulin pump was not functioning. The caller was disconnected from the device and will stay on a back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.